Event description:
It was reported of image quality issues. The same probe was tried on multiple scanners, the issue stayed with this scanner. All imaging settings were replicated, images were still more grainy on this scanner.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was conclusive. The device was returned to the service facility for evaluation. During the evaluation, the reported issue of the images are dark was unconfirmed. The unit¿s is giving a bright and clear image. There is not root cause as the issue could not be reproduced.